Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory and were visually inspected for sleeve defects. No sleeve defects were observed; however, the length of the non-patient needle was out of the upper specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and it was observed that the non-patient cannula length did not meet specification. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing five instances of blood entering the flash chamber during use. The following has been provided by the initial reporter: the needles are loosing the internal protection during. Information received by email on 7/12/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. The sample is not available. Anvisa was notified: ''2019.07.001249''.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory and were visually inspected for sleeve defects. No sleeve defects were observed; however, the length of the non-patient needle was out of the upper specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and it was observed that the non-patient cannula length did not meet specification. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing five instances of blood entering the flash chamber during use. The following has been provided by the initial reporter: the needles are loosing the internal protection during information received by email on 7/12/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. The sample is not available. (B)(6) was notified: 2019.07.001249.